Event description:
It was reported that implantable neurostimulator was removed together with leads due to the infection on leads. Patient status at the time of this report was noted as alive with no injury/no adverse event. Drainage/incisional wound opening at the spinal incision were described as patient symptoms/complications. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3776-60 lot# serial# (B)(4). Implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3776-60 lot# serial# (B)(4). Implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4). Product type recharger product ID, 37743 lot# serial# (B)(4). Product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).